Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2021 with blood glucose level was 600 mg/dl. Customer experienced symptoms such as vomiting and dehydration. The customer current blood glucose level was 500 mg/dl. The customer was treated with intravenous insulin drip. Customer stated that they did used auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.